Manufacturer narrative:
The initial medwatch was reported in error. While the tip did come loose, it remained on the guidewire and there was no patient effect. In reviewing the hha, this malfunction would not cause or contribute to a patient injury as the tip always remains on the guidewire. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the use of a cardioblate gemini, the distal tip of one gemini jaw disconnected during ablation. It was unknown if the device was replaced. There were no consequences or serious injury to the patient.

Manufacturer narrative:
No product has been returned for analysis. In addition, no lot number was provided, therefore, a device history review could not be performed. Due to the limited information available, no conclusive cause could be determined for this event. Should additional information be provided, a supplemental report will be filed. (B)(4).